Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The most probable root causes associated with this failure mode are software/data corruption or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The available tracking and trending reports were conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. An investigation was performed for the reported complaint. The customer reported for missing low glucose alarm. Attempt to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the specific device model, restricts the ability to identify potential causes of the customer's reported issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an iphone operating system version 18.6.2, and software version 2.12.2.8979. The customer reported that the sensor low glucose alarm did not sound, and the customer was unaware of changes in glucose levels. As a result, the customer experienced symptoms described as "cold sweat", a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who administered an IV containing glucose for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an iphone operating system version 18.6.2, and software version 2.12.2.8979. The customer reported that the sensor low glucose alarm did not sound, and the customer was unaware of changes in glucose levels. As a result, the customer experienced symptoms described as "cold sweat", a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who administered an IV containing glucose for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader. Signal and sound icons were shown as activated. Waited few minutes to ensure that there was no disruption in the ble connection between the devices. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets was successfully received. The blc (ble life counter) count and rssi (received signal strength indicator) values were present. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. Section d1 (brand name) was updated. This also serves as a correction report. Section d1 (brand name) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with an iphone operating system version 18.6.2, and software version 2.12.2.8979. The customer reported that the sensor low glucose alarm did not sound, and the customer was unaware of changes in glucose levels. As a result, the customer experienced symptoms described as "cold sweat", a loss of consciousness, and was unable to self-treat. The customer had contact with a healthcare professional (hcp) who administered an IV containing glucose for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.